Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported he received a prime alarm on his insulin pump. During troubleshooting, it was discovered that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to back up plan. At the time of report, the customer's blood glucose was 101 mg/dl. Nothing further reported.